Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt filter needle had a broken hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: four photos were provided of the shelf carton, and five needles still in their blisters. There were no photos attached of a needle with a broken hub. We are unable to confirm this defect based on the photos provided. A device history record review was completed. Assembly batch: 8071842: a visual inspection was performed on 6,200 parts with zero defects noted. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ blunt filter needle had a broken hub. No serious injury or medical intervention was reported.